Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The reported issue was that when attempting to shut the gantry door, the door open message remained on the pendant but was resolved with approximately 20 repetitions of opening and closing the door. The lights on the side of the gantry came on but the door open message remained. Inspection prior to replacing the rotor tractor motor was almost non reproducible. Opening and closing the door several times resulted in a normal operation until was able to produce (only twice) a loud popping sound while the door closed (dingus). Then proceeded with the ¿slippage test¿ for the rotor tractor motor and the results were a bad motor (t-handle not able to be inserted in the end as per procedure). Rotor tractor motor replaced & rotor offset calibration was completed. Issue resolved. The rotor tractor motor has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system pendant displayed the 'door open' message even when the gantry door was fully closed. It was reported that the lights on the side of the gantry illuminated, indicating that the door was closed, but the message remained on the pendant. The door was opened and closed approximately 20 times, at which point the message disappeared and the procedure was continued. This issue reportedly caused a 10 minute delay to the procedure. The patient was not impacted.

Manufacturer narrative:
Analysis on the suspect rotor was completed by medtronic personnel. Testing found that the assembly had intermittent flexing occur resulting in a banging noise.